Event description:
I received the allergan recalled implants in (B)(6) 2007. Not quite a year later, I started having issues with extreme pain in my arms and legs. I could lift my arms up and it hurt to walk. In 2008, I was diagnosed with lupus, ra, and mixed connective tissue disease and see a rheumatologist every 3 months since then. Then, a year ago, I was diagnosed with fibromyalgia. I suffer from extreme fatigue, hair loss, and lupus rash on my face, even though I am taking medications to reduce the inflammation. Currently, my thyroid is being test to see if I have an autoimmune disease there since my anti-tpo blood results came back high. FDA safety report ID# (B)(4).